Manufacturer narrative:
During service visit a beckman coulter field service engineer (fse) evaluated instrument and replaced the reagent probe a wash collar vacuum valve (solenoid valve) to resolve the leak and quality control issue. No further leak and quality control failure was observed. Fse primed the instrument and ran quality controls without errors. Instrument resumed operation. (B)(4).

Event description:
The customer reported multiple cartridge chemistry (cc) failed quality controls (qc) and fluid leaked from reagent cartridge reagent probe a on their unicel dxc 600i synchron system. The customer stated the leak was contained. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.